Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test ,displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. Pump had cracked battery tube threads. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer reported that there is damage to the drive support cap. Customer reported that the insulin pump alarmed low and weak battery alerts. Customer reported that they experienced high blood glucose levels. Customer's blood glucose reading at the time of the incident was 300 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea, vomiting, and abdominal pain. Customer treated their high blood glucose with manual injections. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.